Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. One picture was attached to the complaint file in which only the proximal section of the cerebase can be noted. Just next to the ID band, a cracked condition was noted in the shaft of the device; the braided mesh was exposed. The device was noted to still be in one piece and partially inside the protecting tube. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint was confirmed based on the cracked condition noted in the shaft of the cerebase. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, while prepping a cerebase gs 90, 90 cm, straight, distal catheter (gs9090sd, 30856627) broke at the hub when the physician tried to flush it with saline solution. The catheter was not used in the case, therefore, there was no patient injury. Additional information received indicated that the device was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging. There was no difficulty removing the product from the hoop. The device was not pulled from the packaging by the hub.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch: b4, d9, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, while prepping a cerebase gs 90, 90 cm, straight, distal catheter (gs9090sd, 30856627) broke at the hub when the physician tried to flush it with saline solution. The catheter was not used in the case, therefore, there was no patient injury. Additional information received indicated that the device was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging. There was no difficulty removing the product from the hoop. The device was not pulled from the packaging by the hub. One picture was attached to the complaint file in which only the proximal section of the cerebase can be noted. Just next to the ID band, a cracked condition was noted in the shaft of the device; the braided mesh was exposed. The device was noted to still be in one piece and partially inside the protecting tube. A non-sterile cerebase gs 90, 90 cm, straight, distal was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the device was found to be fractured just next to the ID band. This damage is consistent with the damage seen in the provided picture. Also, a second fracture was found at 75 cm from the proximal end. The entire length of the device was inspected under a microscope and no other damages were found in the device. The two fractures were inspected, and it was observed that in both fractures the braid mesh was exposed by the fracture was deformed, presumably due to kinking. The ptfe (inner lumen) was still intact. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). A manufacturing record evaluation was performed for the finished device 30856627 number, and no non-conformances related to the malfunction were identified. The customer complaint regarding the product being broken was confirmed based on the appearance of the returned device. The fractured condition observed during the visual inspection is no evidence that the device was poorly secured or overtightened inside the package, however, it suggests that inadequate manipulation may have contributed to the defect encountered. It is possible that excessive force may have inadvertently been applied to the device sometime during the procedure handling. A conclusive cause cannot be determined since the device was returned without the original package. The other fracture found in the device may have appeared during the post-operative handling since this damage was not originally reported in the complaint and also it was not seen in the provided picture. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿ carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure. Do not use a cerebase da guide sheath, dilator, or hemostasis valve that has been damaged in any way; replace with another guide sheath, dilator, or hemostasis valve. A damaged device may cause complications. ¿ exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.